Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional intermittent atrial undersensing noted during recorded episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.